Event description:
Procedure: lap. Living donor nephrectomy. According to the reporter: during procedure, the device would not cut well. Another used to continue the procedure. No patient harm. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. The device was not recognized by the generator. The device was activated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).